Event description:
During a check-out procedure at the manufacturer's service center, the ventilator's lcd screen was found to be blank. The device was not in patient use. The device's lcd screen needs to be replaced to address the issue.